Event description:
The customer reported that after pipetting an hbsag plate on summit the tech observed that bubbles were present in some of the microwells. No error was generated. No death or serious injury was associated with this complaint.